Event description:
Reportedly, during an implantation attemtp high atrial threshold was obtained. The lead was not implanted and a new one from boston was implanted.

Event description:
During an implantation attempt performed the vega r52 atrial lead was inserted. A j-shaped guidewire was selected and placed into the atrial appendage. The test parameters obtained with the psa were: threshold 2.9v, impedance 953 ohms, sensing 1.0 mv. The lead was repositioned at low appendage, but the electrical values obtained still abnormal. The j-stylet was changed and multiple positions were attempted. The best electrical value obtained in the low atrial septum were: threshold 2.0v, impedance 1124 ohms, sensing 1.2 mv. The physician decided to not implant the lead and to use a boston scientific lead. Multiple positions were also attempted, and the final placement was at the base of the appendage, with parameters: threshold 1.4v, impedance 820,ohms sensing 1.8 mv.

Manufacturer narrative:
Summary of the investigation: a thorough re-investigation of the manufacturing process confirmed that all production steps were carried out in accordance with defined procedures. No deviations or anomalies were identified that could be linked to the reported issue. Complementary in-depth electrical testing was conducted under dry and wet conditions, with mechanical stress applied. The lead was segmented into proximal, body, and distal sections for impedance analysis. Results showed abnormally low impedance in the proximal segment (near the is-1 connector pin) under wet conditions, indicating an insulation defect consistent with a short circuit. Further internal inspection revealed a cut/damage in the internal insulation of the lead located approximately at 2.6 cm from the connector pin. This finding is considered the most likely cause of the high atrial threshold values reported by the physician during the implantation attempt. Actions have been implemented to prevent re-occurrence of this issue. The vega r52 s/n drg074328 lead was released prior to the implementation of these actions. This complaint has been recorded for trending purposes. For more details please refer to the report enclosed.